Manufacturer narrative:
Corrections: outcomes attributed to adverse event, this is not a life threatening event. Event was updated with corrected event. Type of reportable event, changed from serious injury to malfunction. Patient codes corrected: c3364, c50791 do not apply to this event and were removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had rectal surgery last year (2018) and since then she has had loss of therapy. Patient confirmed the rectal surgery itself was not related to the device/therapy. Patient had lost their programmer, recently found it, and wanted assistance in checking their implant as she did not remember how to do it. Syncing the programmer with the implant showed stim was on. After several attempts, patient was able to get to her setting where it showed she is on program 4 at 2.0 v and stim is on. Patient services walked patient through to try and adjust stimulation but then it keeps going to poor communication. Pt states she is sure she did not move the programmer antenna. After several attempts, patient states she had to go and will follow up with hcp (healthcare professional) and rep. It was noted the patient also states she had a fall 8 weeks ago. No further complications were reported or are anticipated.

Manufacturer narrative:
Life threatening was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had rectal surgery last year (2018) and since then she has had loss of therapy. Patient confirmed the rectal surgery itself was not related to the device/therapy. Patient had lost their programmer, recently found it, and wanted assistance in checking their implant as she did not remember how to do it. Syncing the programmer with the implant showed stim was on. After several attempts, patient was able to get to her setting where it showed she is on program 4 at 2.0 v and stim is on. Patient services walked patient through to try and adjust stimulation but then it keeps going to poor communication. Pt states she is sure she did not move the programmer antenna. After several attempts, patient states she had to go and will follow up with hcp (healthcare professional) and rep. It was noted the patient also states she had a fall 8 weeks ago. During the call the patient also mentioned she has had 3 bladder infections in the last 2 months, she also states she had sepsis from her uti. No further complications were reported or are anticipated.